Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient had magnetic resonance imaging (MRI) performed on (B)(6) 2014 at 3:30 pm. Approximately 1 hour following the MRI the patient noticed an error code of ¿8476¿ (motor stall) on the personal therapy manager (ptm) and the stall had not yet recovered. The patient noted that he had 5 mris since he had the pump and it never took so long for the pump to recover from a motor stall. The patient did not have the healthcare provider (hcp) check the pump after the MRI and the hcp office was closed at the time of the report. There was no current pump alarm. The patient cleared the error code and when later tried to use the ptm did not received the 8476 code. The patient mentioned that his ptm had not been working right for the past 2 years. The patient stated that the screen sometimes did not come on or it would come on and go off. The patient stated this would happen when the battery¿s first line on the screen would go away. The hcp told the patient to use brand batteries and it worked. During the report the ptm worked fine. No patient symptoms were reported. The device system delivered dilaudid, baclofen and bupivacaine. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.